Event description:
During a third molar removal the drill overheated and burned the patient's inner lower lip. A post laser ointment was applied and antibiotics were prescribed. Patient had been seen in a follow-up and the burn was healing well.